Event description:
The patient was revised due to poly wear and loosening.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records was not provided. The initial reporting stated the products are not suspected of failing to meet specifications or contributing to the event. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the reported polyethylene wear and patella loosening based on the provided information. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additonal information be received, the investigation can be reopened.